Manufacturer narrative:
The results of the investigation are inconclusive as no implant was returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was explanted. The reason and date for the explant is unknown at this time.